Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by the customer that during routine check cardiosave intra-aortic balloon pump (iabp) broken iabp. There was no patient involvement.

Manufacturer narrative:
Updated field: b4, d9, (g1(contact office, contact person ¿ mfg site), g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes, investigation conclusions) h11. A getinge field service engineer (fse) was dispatched to evaluate the unit. The compressor was replaced on the (B)(6) 2025 by (B)(4) and serviced in this date. Completed repair successfully. Product passed all functional and safety tests per manufacturer specifications. Completed product inspection per customer/manufacturer requirements.

Event description:
It was reported that during routine check the cardiosave intra aortic balloon pump (iabp) had broken iabp and it had an overheat alarm and said maintenance is required. Upon restarting it said compressor fault. There was no patient involvement or adverse event reported.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h11. Corrected fields: b5, e1 (event site telephone), h6 (investigation conclusions, component codes). Due to character limitation in block e1: event site telephone: (B)(6).